Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Hold for as 02.16. It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain, pelvic pain, rect pain, thi pain, pain inter, inab inter, and diff bowel. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadeine, codeine, panadol osteo for the treatment of: ease the pain. Treatment duration: ongoing. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: ease the pain in back and legs. Treatment duration: six months. The patient was treated with topical treatment (including oestrogen cream): ovestin cream. Treatment duration: 12 months.